Event description:
Boston scientific received information that this programmer could not interrogate a device after a software upgrade. Boston scientific technical services (ts) performed troubleshooting; however, it was unsuccessful. Further, ts confirmed a telemetry issue on this programmer. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the reported allegation. Further analysis revealed evidence that the programmer was physically altered. The issue was further determined to be related to an internal component issue. The component was replaced which resolved the issue.